Event description:
(B)(6) study. It was reported that stenosis of the target vessel occurred. The subject was randomized into the (B)(6) study on (B)(6) 2021 and the index procedure was performed on the same day. Heparin or other antithrombotic medication were administered at the time of index procedure. The subject was on a prior regimen of aspirin (greater than or equal to 72 hours) at the time of index procedure and a loading dose of 325 mg of aspirin was given prior to the procedure. The subject was also on a prior regimen of antiplatelet other than aspirin greater than or equal to 72 hours) at the time of index procedure. The target lesion was located at the distal cx and was 24 mm long with a reference vessel diameter of 3.5 mm. The target lesion was predilated with 3.5 mm x 12 mm balloon with 0% residual stenosis and timi flow 3. Following pre-dilation, the lesion was treated with a 3.50 mm x 30 mm agent drug coated balloon successfully with 0% residual stenosis and timi flow 3. Post dilation was not performed. On (B)(6) 2021, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2011, 2.5 mm x12 mm promus stent was used to treat distal lcx. On (B)(6) 2021, a diagnostic angiography was performed that revealed 70% stenosis at distal lcx and findings were also suggestive of a restenosis of the previous stent placed. There was no additional information available or expected for the event.